Event description:
Catheter in place for 11 days. At end of therapy rn attempted to remove catheter. Resistance stopped re-started and removed approx. 40cm before it broke. Other part captured and secured. Hot compress treatment, and another attempt at removal. Removed another section measurement showed 2cm missing. X-ray and surgery used to retrieve.